Manufacturer narrative:
The returned device was evaluated. During evaluation the battery was unable to hold a charge. The unit issued a low battery alarm prior to the unit powering off. The battery failed the capacity test as it was verified to be seven (7) years old. Additionally, the solder joints on the ac power inlet module were cracked causing intermittent ac power.

Event description:
It was reported that the battery doesn't last more than 20 minutes. It is loose where the power cord plugs into the unit. No known impact or consequence to patient.